Event description:
It was reported that a physician imiplanted an x-stop device into a patient. The patient didn't experience improvement from the device. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.